Event description:
During a follow-up, inappropriate low voltage pacing was observed on the on the device which resulted in atrial fibrillation. No intervention has been performed and the patient was stable and will continue to be monitored.